Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event and the device status, but further information was unable to be obtained. Evaluation by MFR: the device was not returned for analysis. The customer provided photos of the device. The pictures showed an rf probes; however, no issues were observed in the device. Also, the reported event could not be appreciated in the evidence provided. E1: initial reporter phone: (B)(6).

Event description:
It was reported that insufficient roll-off occurred. A 2.0/17/15 leveen superslim was selected for use in a radiofrequency ablation of the lung. The needle was placed properly in the target lesion; however, the needle sometimes showed intermittent heating, and at other times it did not heat up at all. The impedance could not increase. The procedure was completed with another of the same needle device. There were no patient complications as a result of this event and the patient condition following procedure was stable.